Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) recorded a code 1005. Technical services confirmed the code was indicative of an open circuit or a high impedance detected when delivering a shock. The shock impedance must be greater than 145 ohms to trigger the alert. Without more data it cannot be determined where the issue is; however, this code is most often related to the right ventricular (rv) lead. No adverse patient effects were reported. The device remains implanted and in service. No lead information was provided.

Manufacturer narrative:
This report will be updated when additional information is received.